Manufacturer narrative:
The reported event was unconfirmed since the product met specifications. Visual inspection noted 2 unopened magic 3 intermittent catheters were received. Visual evaluation noted both catheters had water packets inside the packages on return. This meets specifications as "no incorrect assembly or missing component". The device history record review was not required as the reported event was unconfirmed. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had 2 magic 3 hydrophilic intermittent catheter,which did not include any water packets for the lubricant.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had 2 magic 3 hydrophilic intermittent catheter, which did not include any water packets for the lubricant.